Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months.  Device evaluation although the report of low speed alarms was confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation of the returned driveline. The log file captured two low speed hazard alarms on (B)(6) 2018 at 12:59:13 pm and 12:59:14 pm, where the speed dropped down to 2580 rpm. The events occurred when the system was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The approximately 23-inch segment of driveline replaced by the manufacturer's technical service representatives was returned for evaluation. Breakdown of the braided shield was noted along several areas of the driveline. The pins of the metal connector appeared free from deformation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for high potential (hipot) testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient was placed back on a grounded patient cable following the driveline replacement and the alarms did not return. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to clinic for a routine visit and a low speed advisory was observed. The low speed advisory occurred in the setting of the patient bending over and coughing for several seconds. Log file analysis completed by the manufacturer¿s technical services representative revealed low voltage pump decelerations. The x-rays were unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.